Event description:
A malfunction alarm with code "malf 16" was reported for a pump under warranty. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery, and technical support arranged to replace the pump. The customer was instructed on how to prepare the pump for return, which was acknowledged.